Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd ultra fine¿ pen needle was unable or difficult to prime. The following information was provided by the initial reporter: the spouse of a customer stated "over the past month having some pen needles from current box that don't work. No insulin is coming out of some pen needles during flow checks."

Event description:
It was reported during use the bd ultra fine¿ pen needle was unable or difficult to prime. The following information was provided by the initial reporter: the spouse of a customer stated "over the past month having some pen needles from current box that don't work. No insulin is coming out of some pen needles during flow checks."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/17/2020 . H.6. Investigation: customer returned (5) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that no insulin is coming out of some pen needles during flow checks. All returned pen needles were examined and 4 out of 5 samples exhibited a bent non patient end of the cannula. The remaining sample was tested and was able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.